Event description:
Admitted 03/2001 for central line malfunction. Upon clinic visit, mediport (inserted in 1998) would not flush. X-ray done revealing the distal end of the catheter was broken off and "floating" in the right ventricle. Cardiac catheterization done the following day to remove tip of catheter from right ventricle. Surgery performed one day later to remove port. What was planned as an outpatient visit for chemotherapy resulted in a hospital stay for monitoring for arrhythmias, a cardiac catheterization, and a surgical removal of a port.